Event description:
Based on additional information was received on 29-jan- 2018, this case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 04-jan-2018 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few hours the patient experienced trouble walking around, pain/stinging/burning/pain is worse at night, aching in right knee, pain began to worsen and persist and swelling, blood pressure had gone up since then; after unknown latency patient had hard time getting up to even go to the bathroom. Also device malfunction was identified for the reported lot number. No relevant medical history, past drugs and concurrent condition was reported. Patient had no history of using synvisc one in the past and does not have any relevant medical history. Patient does not have any egg or avian allergy. On (B)(6) 2017, at 11:00 am, the patient received treatment with intra-articular synvisc one injection, 1 df, once (lot number: 7rsl021 and expiration date: 31- may-2020) for osteoarthritis in the right knee. On the same day, patient started aching, swelling, stinging and burning in the injected knee by evening. The pain began to worsen and persist. It was reported that the patient had pain of about a 2 before the injection and now it is an 8. The same day, in the evening patient had trouble walking around and had to use a walker. There was swelling, stinging and burning and the physician did measure circumference but she does not know what it was (latency: few hours). Patient did not check fever. No blood work or fluid drawn from knee. They did do x rays before injection. Patient had been living on paracetamol (tylenol). Patient said they opened the package in front of her and they sprayed the knee with something but nothing else was injected. Patient said the blood pressure had gone up a bit since then (latency: unknown). Patient had to use a cane some and had been stressed because of this. Patient said the pain was worse at night and she had a hard time getting up to even go to the bathroom (latency: unknown). Corrective treatment: use a walker for trouble walking around; use cane for hard time getting up to even go to the bathroom; hydrocodone, paracetamol (tylenol) and ibuprofen for swelling, pain/stinging/burning/pain is worse at night,aching in right knee, pain began to worsen and persist outcome: not recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 04-jan-2018 and 29-jan-2018 (both the information was processed together with clock start date of 04-jan-2018) from patient. The case was upgraded to serious. Additional event of device malfunction was added along with details. The event term pain/stinging/burning/pain is worse at night was updated to pain/stinging/burning/pain is worse at night, aching in right knee, pain began to worsen and persist. Corrective treatment of pain/stinging/burning/pain is worse at night, aching in right knee, pain began to worsen and persist and swelling was added. Lot number and expiry date of synvisc one was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-jan-2018: this case concerns a patient who has received synvisc one injection. From the recalled lot and later experienced walking difficulty, decreased mobility, blood pressure increase, right knee pain, right knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.